Event description:
According to the reporter: occurred during a laparoscopic radical nephrectomy. While stapling the vessel, the powered handle did not fire. The five white lights were flashing. The handle, adapter, and reload lights were all flashing. To complete the procedure, a manual handle was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The memory chip was uploaded and indicated 16 autoclave cycles for the handle. A pmv representative adapter and single used loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.